Event description:
Patient reported that back to back tests performed on pt's surestep meter were 200, 167 and 154 mg/dl (26% difference). Pt was feeling drowsy and thirsty at the time tests were done. The meter is not cleaned according to manufacturer's product recommendations. There was no allegation of harm.